Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety") and fatigue ("fatigue"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, depression, anxiety and fatigue outcome was unknown. The reporter considered alopecia, anxiety, depression, fatigue and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), enterocolitis infectious ("intestinal problems / gastrointestinal or digestive system condition (chronic intestinal infection)"), thrombosis ("blood clots"), staphylococcal infection ("staph infections/ rashes or skin conditions (staff)"), genital haemorrhage ("heavy bleeding"), suicidal ideation ("psychological or psychiatric problems suicidal ideations"), urinary incontinence ("bladder or urinary problems or changes leakage"), seizure ("seizures") and diverticulitis ("gastrointestinal or digestive system condition (diverticulitis)") in a 39-year-old female patient who had essure (batch no. 627754) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included chest pain, chest heaviness, heart attack, stroke, asthma, c-section, cholecystectomy, abdominal operation, post procedural bile leak, perirectal abscess, perineal infection, drug hypersensitivity (tramadol allergy.), rectal pain, perineal infection, copd, cerebrovascular accident, hypertension, sleep apnea, visual impairment, paratubal cyst, abscess, tmj syndrome, suicidal ideation and myofascial pain syndrome. Patient had allergies to: floxin- anxiety. Penicillin- no reactions were documented. Prednisone- swelling. Zofran- vomiting. Tramadol: anxiety. Ciprofloxacin. Doxycycline amoxicillin. Previous surgeries: yes, gastric, gallbladder times 3, knee surgery, 6 surgery on buttocks. C-section, stents in tubes. Essure tubal occlusion on (B)(6) 2008. Open anal fistula on (B)(6) 2008 exam under anesthesia, I and d of peri-rectal abscess on (B)(6) 2008 incision and drainage of peri rectal abscess on (B)(6) 2008 incision and drainage perirectal abscess x4 on (B)(6) 2008 cholecystectomy. Bowel resection. Right knee surgery 1983. Appendectomy. Concurrent conditions included constipation, urination difficulty, penicillin allergy (penicillin allergy, amoxicillin causes anxiety.), allergic reaction to antibiotics, cerebrovascular disorder, cough, gerd, coronary artery disease, hemifacial anaesthesia, asthenia, slurred speech, abdominal pain, painful hips, pneumonia, muscle spasm, neck pain, musculoskeletal pain, sleep apnea, degenerative joint disease, degenerative disc disease, herniated disc, dysphagia, hypoglycemia, lower abdominal pain, perineal pain, nicotine dependence, cigarette smoker, bariatric surgery, transient ischemic attack, gastric operation, adenomyosis, morbid obesity and stress. Concomitant products included allopurinol (elavil) since (B)(6) 2010, amitriptyline since 2011, atomoxetine since 2014, bupropion since 2014, choline fenofibrate (trilipix) from (B)(6) 2010 to (B)(6) 2010, cyclobenzaprine from (B)(6) 2014 to (B)(6) 2015, eszopiclone (lunesta) since 2016, fluoxetine from 2010 to 2012, gabapentin (gabapentine) since 2016, hydroxyzine hydrochloride since 2011, methylprednisolone acetate (depo-medrol), oxybutynin since 2017, ramelteon (rozerem) in (B)(6) 2010, risperidone (risperidon) since (B)(6) 2010, spironolactone (spironolacton) since 2017, tizanidine since 2016, valproate semisodium (divalproex) from (B)(6) 2010 to (B)(6) 2011 and zolpidem from (B)(6) 2010 to (B)(6) 2010. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced seizure (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), staphylococcal infection (seriousness criterion medically significant), headache ("headaches"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats"), mood swings ("hormonal changes describe: mood swings"), hyperhidrosis ("hormonal changes describe: excessive sweating"), decubitus ulcer ("rashes or skin conditions - type: bed sores") and migraine ("migraines"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain / lower back pain"), pain in extremity ("leg pain"), abdominal pain ("abdominal pain") and chest pain ("chest pain"). In 2009, the patient experienced vision blurred ("vision/eye problems (blurred vision)") and astigmatism ("vision/eye problems (stigmatism)"). In (B)(6) 2009, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems ptsd") and suicidal ideation (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced amnesia ("memory issues / neurological conditions or problems (memory loss)"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced enterocolitis infectious (seriousness criterion medically significant), urinary tract infection ("infection (bladder/urinary tract/vaginal) (vaginal, bladder, utis: urinary tract nfections)") and diverticulitis (seriousness criterion medically significant). In september 2011, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced the first episode of alopecia ("hair loss"). In 2015, the patient experienced urinary incontinence (seriousness criterion medically significant), dysuria ("bladder or urinary problems or changes burning") and pollakiuria ("bladder or urinary problems or changes frequency"). In (B)(6) 2016, the patient experienced madarosis ("other injury(ies) or complication (s) (lost her eye lashes)"), hypoaesthesia ("other injury(ies) or complication (s) (numbness in her fingers)"), paraesthesia ("other injury(ies) or complication (s) (tingling in her fingers)") and fibromyalgia ("other injury(ies) or complication (s) (fibromyalgia)"). On an unknown date, the patient experienced depression ("depression /psychological or psychiatric problems depression"), anxiety ("anxiety / psychological or psychiatric problems anxiety"), abdominal distension ("bloating/abdomen distended"), pallor ("pale and ashy coloring"), the second episode of alopecia ("hair loss"), anaemia ("anemia / blood or heart disorder/condition (anemia)"), loss of libido ("loss of libido"), thrombosis (seriousness criterion medically significant), dizziness ("dizziness"), rash ("skin rashes"), genital haemorrhage (seriousness criterion medically significant), gastrointestinal pain ("severe cramping to the extent that it felt as though her intestines were being ripped and pulled out."), ovarian cyst ("tumor / teratoma / cancer (ovarian cysts)"), cyst ("tumor / teratoma / cancer (cysts in hand)"), pharyngeal cyst ("tumor / teratoma / cancer (cysts in throat)"), vaginal infection ("infection-(bladder/urinary tract/vaginal)-vaginal") and cystitis ("infection-(bladder/urinary tract/vaginal)-bladder infection") and was found to have heart rate irregular ("blood or heart disorder/condition (irregular heart beat)"). The patient was treated with surgery (bladder lift on (B)(6) 2018, total hysterectomy with bilateral salpingectomy on (B)(6) 2017. And lap band, lap band removal, gastric sleeve done). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, pain in extremity, abdominal pain and chest pain was resolving, the depression, anxiety, fatigue, abdominal distension, enterocolitis infectious, pallor, anaemia, loss of libido, dyspareunia, thrombosis, nausea, dizziness, rash, staphylococcal infection, headache, amnesia, gastrointestinal pain, hot flush, night sweats, mood swings, hyperhidrosis, vaginal haemorrhage, menorrhagia, urinary tract infection, post-traumatic stress disorder, suicidal ideation, decubitus ulcer, urinary incontinence, dysuria, pollakiuria, heart rate irregular, seizure, dysmenorrhoea, ovarian cyst, cyst, pharyngeal cyst, vaginal discharge, vision blurred, astigmatism, diverticulitis, madarosis, hypoaesthesia, paraesthesia, fibromyalgia, vaginal infection and cystitis outcome was unknown and the weight increased, the last episode of alopecia, genital haemorrhage, female sexual dysfunction and migraine had resolved. The reporter considered abdominal distension, abdominal pain, amnesia, anaemia, anxiety, astigmatism, back pain, chest pain, cyst, cystitis, decubitus ulcer, depression, diverticulitis, dizziness, dysmenorrhoea, dyspareunia, dysuria, enterocolitis infectious, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal pain, genital haemorrhage, headache, heart rate irregular, hot flush, hyperhidrosis, hypoaesthesia, loss of libido, madarosis, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian cyst, pain in extremity, pallor, paraesthesia, pelvic pain, pharyngeal cyst, pollakiuria, post-traumatic stress disorder, rash, seizure, staphylococcal infection, suicidal ideation, thrombosis, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2008. Three rings were visible outside the tubal ostia. Physicians could see 6 rings outside the tubal ostia on this side. Current weight 190 lbs. Reason: left do to mini strokes doctor said it was stress. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, pelvic pain, anxiety, nausea, depression, back pain, headache, memory impairment. Amendment: the report was amended on 26-apr-2019 for the following reason: on 26-apr-2019 received 3 follow up together of 19-apr-2019,17-apr-2019 and 17-apr-2019.from which previously mistakenly distributed significant follow up of 19-apr-2019. Correct significant frd was 17-apr-2019. Case becomes medically confirmed. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), thrombosis ("blood clots"), staphylococcal infection ("staph infections") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("bloating/abdomen distended"), gastrointestinal disorder ("intestinal problems"), pallor ("pale and ashy coloring"), the second episode of alopecia ("hair loss"), anaemia ("anemia"), back pain ("back pain"), loss of libido ("loss of libido"), dyspareunia ("pain during intercourse"), thrombosis (seriousness criterion medically significant), nausea ("nausea"), dizziness ("dizziness"), rash ("skin rashes"), staphylococcal infection (seriousness criterion medically significant), headache ("headaches"), memory impairment ("memory issues"), genital haemorrhage (seriousness criterion medically significant) and muscle spasms ("severe cramping to the extent that it felt as though her intestines were being ripped and pulled out."). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, anxiety, fatigue, abdominal distension, gastrointestinal disorder, pallor, anaemia, back pain, loss of libido, dyspareunia, thrombosis, nausea, dizziness, rash, staphylococcal infection, headache, memory impairment, genital haemorrhage and muscle spasms outcome was unknown and the weight increased and the last episode of alopecia had resolved. The reporter considered abdominal distension, anaemia, anxiety, back pain, depression, dizziness, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, loss of libido, memory impairment, muscle spasms, nausea, pallor, pelvic pain, rash, staphylococcal infection, thrombosis, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Most recent follow-up information incorporated above includes: on 1-nov-2018: legal document received. Reporter's information updated. Events: intestinal problems, pale and ashy coloring, weight gain, , bloating, and a distended abdomen. Plaintiff also suffered from hair loss, anemia, back pain, loss of libido, pain during intercourse, blood clots, nausea, occasional dizziness, skin rashes, staph infections,severe cramping, headaches and memory issues were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), enterocolitis infectious ("intestinal problems / gastrointestinal or digestive system condition (chronic intestinal infection)"), thrombosis ("blood clots"), staphylococcal infection ("staph infections/ rashes or skin conditions (staff)"), genital haemorrhage ("heavy bleeding"), suicidal ideation ("psychological or psychiatric problems suicidal ideations"), urinary incontinence ("bladder or urinary problems or changes leakage"), seizure ("seizures") and diverticulitis ("gastrointestinal or digestive system condition (diverticulitis)") in a 39-year-old female patient who had essure (batch no. 627754) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included chest pain, chest heaviness, heart attack, stroke, asthma, c-section, cholecystectomy, abdominal operation, post procedural bile leak, perirectal abscess, perineal infection, drug hypersensitivity (tramadol allergy.), rectal pain, perineal infection, copd, cerebrovascular accident, hypertension, sleep apnea, visual impairment, paratubal cyst, abscess, tmj syndrome, suicidal ideation and myofascial pain syndrome. Patient had allergies to: floxin- anxiety. Penicillin- no reactions were documented. Prednisone- swelling. Zofran- vomiting . Tramadol: anxiety. Ciprofloxacin, doxycycline, and amoxicillin. Previous surgeries: yes, gastric, gallbladder times 3, knee surgery, 6 surgery on buttocks, c-section, stents in tubes. Essure tubal occlusion on (B)(6) 2008. Open anal fistula on (B)(6) 2008 exam under anesthesia, I and d of peri-rectal abscess on (B)(6) 2008. Incision and drainage of peri rectal abscess on (B)(6) 2008. Incision and drainage perirectal abscess x4 on (B)(6) 2008. Cholecystectomy bowel resection. Right knee surgery 1983. Appendectomy. Concurrent conditions included constipation, urination difficulty, penicillin allergy (penicillin allergy, amoxicillin causes anxiety.), allergic reaction to antibiotics, cerebrovascular disorder, cough, gerd, coronary artery disease, numbness facial, asthenia, slurred speech, abdominal pain, painful hips, pneumonia, muscle spasm, neck pain, musculoskeletal pain, sleep apnea, degenerative joint disease, degenerative disc disease, herniated disc, dysphagia, hypoglycemia, lower abdominal pain, perineal pain, nicotine dependence, cigarette smoker, bariatric surgery, transient ischemic attack, gastric operation, adenomyosis, morbid obesity and stress. Concomitant products included allopurinol (elavil) since (B)(6) 2010, amitriptyline since 2011, atomoxetine since 2014, bupropion since 2014, choline fenofibrate (trilipix) from (B)(6) 2010 to (B)(6) 2010, cyclobenzaprine from (B)(6) 2014 to (B)(6) 2015, eszopiclone (lunesta) since 2016, fluoxetine from 2010 to 2012, gabapentin (gabapentin) since 2016, hydroxyzine hydrochloride since 2011, methylprednisolone acetate (depo-medrol), oxybutynin since 2017, ramelteon (rozerem) in may 2010, risperidone (risperidone) since (B)(6) 2010, spironolactone (spironolactone) since 2017, tizanidine since 2016, valproate semisodium (divalproex) from (B)(6) 2010 to (B)(6) 2011 and zolpidem from (B)(6) 2010 to (B)(6) 2010. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced seizure (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), staphylococcal infection (seriousness criterion medically significant), headache ("headaches"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats"), mood swings ("hormonal changes describe: mood swings"), hyperhidrosis ("hormonal changes describe: excessive sweating"), decubitus ulcer ("rashes or skin conditions - type: bed sores") and migraine ("migraines"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain / lower back pain"), pain in extremity ("leg pain"), abdominal pain ("abdominal pain") and chest pain ("chest pain"). In 2009, the patient experienced vision blurred ("vision/eye problems (blurred vision)") and astigmatism ("vision/eye problems (stigmatism)"). In (B)(6) 2009, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems ptsd") and suicidal ideation (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced amnesia ("memory issues / neurological conditions or problems (memory loss)"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced enterocolitis infectious (seriousness criterion medically significant), urinary tract infection ("infection (bladder/urinary tract/vaginal) (vaginal, bladder, utis: urinary tract infections)") and diverticulitis (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced the first episode of alopecia ("hair loss"). In 2015, the patient experienced urinary incontinence (seriousness criterion medically significant), dysuria ("bladder or urinary problems or changes burning") and pollakiuria ("bladder or urinary problems or changes frequency"). In (B)(6) 2016, the patient experienced madarosis ("other injury(ies) or complication (s) (lost her eye lashes)"), hypoaesthesia ("other injury(ies) or complication (s) (numbness in her fingers)"), paraesthesia ("other injury(ies) or complication (s) (tingling in her fingers)") and fibromyalgia ("other injury(ies) or complication (s) (fibromyalgia)"). On an unknown date, the patient experienced depression ("depression /psychological or psychiatric problems depression"), anxiety ("anxiety / psychological or psychiatric problems anxiety"), abdominal distension ("bloating/abdomen distended"), pallor ("pale and ashy coloring"), the second episode of alopecia ("hair loss"), anaemia ("anemia / blood or heart disorder/condition (anemia)"), loss of libido ("loss of libido"), thrombosis (seriousness criterion medically significant), dizziness ("dizziness"), rash ("skin rashes"), genital haemorrhage (seriousness criterion medically significant), gastrointestinal pain ("severe cramping to the extent that it felt as though her intestines were being ripped and pulled out."), ovarian cyst ("tumor / teratoma / cancer (ovarian cysts)"), cyst ("tumor / teratoma / cancer (cysts in hand)"), pharyngeal cyst ("tumor / teratoma / cancer (cysts in throat)"), vaginal infection ("infection-(bladder/urinary tract/vaginal)-vaginal") and cystitis ("infection-(bladder/urinary tract/vaginal)-bladder infection") and was found to have heart rate irregular ("blood or heart disorder/condition (irregular heart beat)"). The patient was treated with surgery (bladder lift on (B)(6) 2018, total hysterectomy with bilateral salpingectomy on (B)(6) 2017. And lap band, lap band removal, gastric sleeve done). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, pain in extremity, abdominal pain and chest pain was resolving, the depression, anxiety, fatigue, abdominal distension, enterocolitis infectious, pallor, anaemia, loss of libido, dyspareunia, thrombosis, nausea, dizziness, rash, staphylococcal infection, headache, amnesia, gastrointestinal pain, hot flush, night sweats, mood swings, hyperhidrosis, vaginal haemorrhage, menorrhagia, urinary tract infection, post-traumatic stress disorder, suicidal ideation, decubitus ulcer, urinary incontinence, dysuria, pollakiuria, heart rate irregular, seizure, dysmenorrhoea, ovarian cyst, cyst, pharyngeal cyst, vaginal discharge, vision blurred, astigmatism, diverticulitis, madarosis, hypoaesthesia, paraesthesia, fibromyalgia, vaginal infection and cystitis outcome was unknown and the weight increased, the last episode of alopecia, genital haemorrhage, female sexual dysfunction and migraine had resolved. The reporter considered abdominal distension, abdominal pain, amnesia, anaemia, anxiety, astigmatism, back pain, chest pain, cyst, cystitis, decubitus ulcer, depression, diverticulitis, dizziness, dysmenorrhoea, dyspareunia, dysuria, enterocolitis infectious, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal pain, genital haemorrhage, headache, heart rate irregular, hot flush, hyperhidrosis, hypoaesthesia, loss of libido, madarosis, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian cyst, pain in extremity, pallor, paraesthesia, pelvic pain, pharyngeal cyst, pollakiuria, post-traumatic stress disorder, rash, seizure, staphylococcal infection, suicidal ideation, thrombosis, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2008. Three rings were visible outside the tubal ostia. Physicians could see 6 rings outside the tubal ostia on this side. Current weight 190 lbs. Reason: left do to mini strokes doctor said it was stress. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, pelvic pain, anxiety, nausea, depression, back pain, headache, memory impairment. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: lot number was added. Events: hot flush, night sweats, mood swings, excessive sweating, vaginal hemorrhage, menorrhagia, vaginal and bladder infection,utis, apareunia, ptsd, suicidal ideations, bed sores, incontinence, frequency, burning, irregular heart beat, migraines, headaches, memory loss, seizures, dysmenorrhea, ovarian cysts, cysts in hand, cysts in throat, vaginal discharge, blurred vision, astigmatism, diverticulitis, intestinal infection, fibromyalgia, legs pain, abdominal pain, chest pain, madarosis , hypoaesthesia , paraesthesia , device monitoring procedure not performed were added. Surgeries were added. Event onset date and outcome were updated. Concomitant drugs were added. Reporters were added. Patient race information was added. Fu 3 and 4 were processed together. On (B)(6) 2019: medical record receive patient aka name and medical history were added incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), enterocolitis infectious ("intestinal problems / gastrointestinal or digestive system condition (chronic intestinal infection)"), thrombosis ("blood clots"), staphylococcal infection ("staph infections/ rashes or skin conditions (staff)"), genital haemorrhage ("heavy bleeding"), suicidal ideation ("psychological or psychiatric problems suicidal ideations"), urinary incontinence ("bladder or urinary problems or changes leakage"), seizure ("seizures") and diverticulitis ("gastrointestinal or digestive system condition (diverticulitis)") in a 39-year-old female patient who had essure (batch no. 627754) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included chest pain, chest heaviness, heart attack, stroke, asthma, c-section, cholecystectomy, abdominal operation, post procedural bile leak, perirectal abscess, perineal infection, drug hypersensitivity (tramadol allergy.), rectal pain, perineal infection, copd, cerebrovascular accident, hypertension, sleep apnea, visual impairment, paratubal cyst, abscess, tmj syndrome, suicidal ideation and myofascial pain syndrome. Patient had allergies to: floxin- anxiety. Penicillin- no reactions were documented. Prednisone- swelling. Zofran- vomiting . Tramadol: anxiety, ciprofloxacin, doxycycline, amoxicillin. Previous surgeries: yes, gastric, gallbladder times 3, knee surgery, 6 surgery on buttocks, c-section, stents in tubes. Essure tubal occlusion on (B)(6) 2008. Open anal fistula on (B)(6) 2008 exam under anesthesia, I and d of peri-rectal abscess on (B)(6) 2008. Incision and drainage of peri rectal abscess on (B)(6) 2008. Incision and drainage perirectal abscess x4 on (B)(6) 2008. Cholecystectomy. Bowel resection. Right knee surgery 1983. Appendectomy. Concurrent conditions included constipation, urination difficulty, penicillin allergy (penicillin allergy, amoxicillin causes anxiety.), allergic reaction to antibiotics, cerebrovascular disorder, cough, gerd, coronary artery disease, hemifacial anaesthesia, asthenia, slurred speech, abdominal pain, painful hips, pneumonia, muscle spasm, neck pain, musculoskeletal pain, sleep apnea, degenerative joint disease, degenerative disc disease, herniated disc, dysphagia, hypoglycemia, lower abdominal pain, perineal pain, nicotine dependence, cigarette smoker, bariatric surgery, transient ischemic attack, gastric operation, adenomyosis, morbid obesity and stress. Concomitant products included allopurinol (elavil) since (B)(6) 2010, amitriptyline since 2011, atomoxetine since 2014, bupropion since 2014, choline fenofibrate (trilipix) from (B)(6) 2010, cyclobenzaprine from (B)(6) 2014 to (B)(6) 2015, eszopiclone (lunesta) since 2016, fluoxetine from 2010 to 2012, gabapentin (gabapentine) since 2016, hydroxyzine hydrochloride since 2011, methylprednisolone acetate (depo-medrol), oxybutynin since 2017, ramelteon (rozerem) in may 2010, risperidone (risperidon) since (B)(6) 2010, spironolactone (spironolacton) since 2017, tizanidine since 2016, valproate semisodium (divalproex) from (B)(6) 2010 to (B)(6) 2011 and zolpidem from (B)(6) 2010. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced seizure (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), staphylococcal infection (seriousness criterion medically significant), headache ("headaches"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats"), mood swings ("hormonal changes describe: mood swings"), hyperhidrosis ("hormonal changes describe: excessive sweating"), decubitus ulcer ("rashes or skin conditions - type: bed sores") and migraine ("migraines"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain / lower back pain"), pain in extremity ("leg pain"), abdominal pain ("abdominal pain") and chest pain ("chest pain"). In 2009, the patient experienced vision blurred ("vision/eye problems (blurred vision)") and astigmatism ("vision/eye problems (stigmatism)"). In (B)(6) 2009, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems ptsd") and suicidal ideation (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced amnesia ("memory issues / neurological conditions or problems (memory loss)"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced enterocolitis infectious (seriousness criterion medically significant), urinary tract infection ("infection (bladder/urinary tract/vaginal) (vaginal, bladder, utis: urinary tract nfections)") and diverticulitis (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced the first episode of alopecia ("hair loss"). In 2015, the patient experienced urinary incontinence (seriousness criterion medically significant), dysuria ("bladder or urinary problems or changes burning") and pollakiuria ("bladder or urinary problems or changes frequency"). In (B)(6) 2016, the patient experienced madarosis ("other injury(ies) or complication (s) (lost her eye lashes)"), hypoaesthesia ("other injury(ies) or complication (s) (numbness in her fingers)"), paraesthesia ("other injury(ies) or complication (s) (tingling in her fingers)") and fibromyalgia ("other injury(ies) or complication (s) (fibromyalgia)"). On an unknown date, the patient experienced depression ("depression /psychological or psychiatric problems depression"), anxiety ("anxiety / psychological or psychiatric problems anxiety"), abdominal distension ("bloating/abdomen distended"), pallor ("pale and ashy coloring"), the second episode of alopecia ("hair loss"), anaemia ("anemia / blood or heart disorder/condition (anemia)"), loss of libido ("loss of libido"), thrombosis (seriousness criterion medically significant), dizziness ("dizziness"), rash ("skin rashes"), genital haemorrhage (seriousness criterion medically significant), gastrointestinal pain ("severe cramping to the extent that it felt as though her intestines were being ripped and pulled out."), ovarian cyst ("tumor / teratoma / cancer (ovarian cysts)"), cyst ("tumor / teratoma / cancer (cysts in hand)"), pharyngeal cyst ("tumor / teratoma / cancer (cysts in throat)"), vaginal infection ("infection-(bladder/urinary tract/vaginal)-vaginal") and cystitis ("infection-(bladder/urinary tract/vaginal)-bladder infection") and was found to have heart rate irregular ("blood or heart disorder/condition (irregular heart beat)"). The patient was treated with surgery (bladder lift on (B)(6) 2018, total hysterectomy with bilateral salpingectomy on (B)(6) 2017. And lap band, lap band removal, gastric sleeve done). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, pain in extremity, abdominal pain and chest pain was resolving, the depression, anxiety, fatigue, abdominal distension, enterocolitis infectious, pallor, anaemia, loss of libido, dyspareunia, thrombosis, nausea, dizziness, rash, staphylococcal infection, headache, amnesia, gastrointestinal pain, hot flush, night sweats, mood swings, hyperhidrosis, vaginal haemorrhage, menorrhagia, urinary tract infection, post-traumatic stress disorder, suicidal ideation, decubitus ulcer, urinary incontinence, dysuria, pollakiuria, heart rate irregular, seizure, dysmenorrhoea, ovarian cyst, cyst, pharyngeal cyst, vaginal discharge, vision blurred, astigmatism, diverticulitis, madarosis, hypoaesthesia, paraesthesia, fibromyalgia, vaginal infection and cystitis outcome was unknown and the weight increased, the last episode of alopecia, genital haemorrhage, female sexual dysfunction and migraine had resolved. The reporter considered abdominal distension, abdominal pain, amnesia, anaemia, anxiety, astigmatism, back pain, chest pain, cyst, cystitis, decubitus ulcer, depression, diverticulitis, dizziness, dysmenorrhoea, dyspareunia, dysuria, enterocolitis infectious, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal pain, genital haemorrhage, headache, heart rate irregular, hot flush, hyperhidrosis, hypoaesthesia, loss of libido, madarosis, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian cyst, pain in extremity, pallor, paraesthesia, pelvic pain, pharyngeal cyst, pollakiuria, post-traumatic stress disorder, rash, seizure, staphylococcal infection, suicidal ideation, thrombosis, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2008. Three rings were visible outside the tubal ostia. Physicians could see 6 rings outside the tubal ostia on this side. Current weight 190 lbs. Reason: left do to mini strokes doctor said it was stress. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, pelvic pain, anxiety, nausea, depression, back pain, headache, memory impairment. Lot number: 627754 manufacture date: 2008-08, expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.